Event description:
A report was received through a facility in another country on 8/16/08, that in '08, a lec cart had malfunctioned during a code, and the top compartment could not be readily accessed. Another unit was brought in to respond to the code, and the cart was taken out of service. No adverse outcome was reported as a result, and no other information on the event is available at this time.

Manufacturer narrative:
The unit was returned to intermetro, and the latching mechanism on the unit was evaluated, and found to be difficult to operate. Lubrication of the mechanism resulted in the unit performing normally. A guideline for maintenance, including the procedure for lubricating this mechanism, had previously been created. It has been distributed to user facilities, as well as distributors, and salesforce for review and implementation.